Event description:
Pt being ventilated via resuscitation bag with peep valve attached to bag. The peep valve malfunctioned (1 way valve stuck in the closed position) and the pt was unable to passively exhale through the device. Subsequent stacking of breaths occurred and the pt experienced respiratory/cardiac arrest with bilateral pneumothorax. When peep valve examined by resp therapist the valve was stuck in a closed position. Pt had cardio-respiratory arrest; resuscitation efforts were successful. The pt expired 12 days later. The cause of death is suspected hypoxic encephalopathy.